Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an impedance check revealed the patient's (B)(6) lead reflected high impedance readings. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective stimulation was resumed post-operatively.